Manufacturer narrative:
Section a4: patient weight: unknown, information was requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to severe dysphotopsia since post-op day 1. There was no incision enlargement, no vitrectomy, sutures done but considered normal standard of care. No delay in procedure reported. The patient fully recovered. It was noted that the explanted product is not available to be returned for evaluation. No other information was provided.